Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. A general reagent issue was excluded. The investigation found the issue was resolved after maintenance was performed.

Manufacturer narrative:
The analyzer's serial number is (B)(6). A new run of qc was performed and the results were out of range. Instrument maintenance was performed (air purge, sipper and sample needle were primed, and liquid flow was cleaned). Recalibration was performed. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-tpo results for 1 patient sample on a cobas e 601 module. The initial result was 200 iu/ml. The repeated result was 100 iu/ml. The sample was repeated due to qc being out of range. The results were not reported outside the laboratory.